Event description:
It was reported that myozyme was infusing when the pump started alarming patient side occlusion. The line was flushed and no issues were noted. However, the pump continued to alarm. Sterile needleless connector was changed and tried to resume the infusion without success. The pump was replaced and it again alarmed patient side occlusion. After the patient was discharged, the pump was turned on again and the tubing's distal end was held over a sink and the pump again alarmed patient side occlusion. Although requested, additional information was not provided.

Manufacturer narrative:
Concomitant medical products: 100ml baxter bag, lot p394890, exp jan21, 0.9% sodium chloride injection. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Per customer, they are not allowed to provide any patient demographics.

Event description:
A primary tubing set was returned unexpectedly, and it was reported that majority of the products have the same reoccurring issue of breaking, cracking or leaks. Although requested, additional information was not provided.

Event description:
It was reported that myozyme was infusing when the pump started alarming patient side occlusion. The line was flushed and no issues were noted. However, the pump continued to alarm. Sterile needleless connector was changed and tried to resume the infusion without success. The pump was replaced and it again alarmed patient side occlusion. After the patient was discharged, the pump was turned on again and the tubing's distal end was held over a sink and the pump again alarmed patient side occlusion. Although requested, additional information was not provided.

Manufacturer narrative:
The customer¿s report that the pump started alarming patient side occlusion was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted clear liquid was observed in the set's drip chamber and entire length of tubing. No abnormalities were observed. Examination under magnification of the engagement between the set¿s tubing and the inlet port of the filter observed excessive solvent inside the tubing causing a partial occlusion. This partial occlusion caused the occlusion-patient-side alarm noted by the device. Functional testing resulted in the syringe plunger was depressed and it was observed that the fluid flowed through the bottom portion of the set¿s tubing exiting the male luer. The syringe was then attached to the set¿s smartsite below and proximal to the pump segment. The syringe plunger was depressed and it was observed that the syringe plunger required excessive force the fluid to flow past the inlet port of the 0.2 micron filter. The root cause for the occlusion was identified as excessive solvent being applied during the manufacturing process causing a partial occlusion in the tubing. The device history record for primary set model 2432-0007 lot unknown could not be conducted because the lot information was not provided.